Event description:
Needle base "lip" is deformed and doesn't not always secure correct into the syringe. Needle and syringe become separated. Have had quite a few incidences of this. FDA safety report ID # (B)(4).